Event description:
Related manufacturer reference number: (B)(4). It was reported a patient's left ventricular (lv) lead presented with loss of capture. This was addressed by a procedure on (B)(6) 2022 in which the lv lead dislodged so it was explanted and replaced. During the same procedure the atrial lead also became dislodged, so it was explanted and replaced. Post-procedure the patient was recovering.

Event description:
Related manufacturer reference number: 2017865-2022-48761, related manufacturer reference number: 2017865-2022-46543. It was reported a patient's left ventricular (lv) lead presented with loss of capture and the implantable cardioverter defibrillator (ICD) presented with migration. The migration caused discomfort and the ICD was explanted and replaced in a procedure on 8 nov 2022. During the procedure, the lv and atrial leads dislodged so they were both explanted and replaced. Post-procedure the patient was recovering.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, and elective replacement. As received, a complete lead was returned in one piece for analysis. The reported event of loss of capture was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The s-curve hump height was measured within specification.